Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Her blood glucose was 591 mg/dl, which she treated manually. The customer had thrown away the infusion set and reservoir from the time of the no delivery alarm. The customer was able to run a manual prime without the insulin pump alarming no delivery. The alarm was resolved with a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)